Event description:
Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention may be undertaken at a later date to address the issue.

Event description:
It was reported that the patient's ipg had reached end of life. Next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. During processing of this complaint, attempts were made to obtain complete patient information.